Event description:
(B)(4).

Manufacturer narrative:
Since the complained device still not returned to MFR for further investigation, the complete investigation report and relevant follow-up activities, if necessary, will be submitted in (B)(4) 2013 follow-up.